Manufacturer narrative:
Quality control (qc) was within specifications before and after the event. System check performed on 08/03/2008 passed. Beckman coulter customer technical support hotline, suggested the customer recalibrate both assays, run qc and retest the pt's samples. Pt samples were repeated back to the last acceptable qc with the new calibration. Service was not dispatched for this event. The issue was resolved with recalibration. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This is event 5 of 6 reported by this customer.

Event description:
Customer reported erroneous low access hypersensitive htsh test results were obtained for three pts when using the access 2 immunoassay system. The erroneous low test results were generated using the fast ths method and did not correlate with subsequent test result obtained using the alternate method for ths. The erroneous low test results were not reported out of the lab. Repeat analysis was performed. The test results were within the normal range. This is event 5 of 6 by this customer. Erroneous low test results were obtained on two different dates for each of the three pts. An MDR was filed for each malfunction that resulted in erroneous low test results.